Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that the display wire was pinched with wire insulation exposed. Analysis also noted that the output connector assembly was broken, the printed circuit board (pcb) was replaced due to two or more occurrences of error codes and the upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.